Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage event was observed and a log file evaluation was requested. The patient was asymptomatic. Review of the submitted log file by the manufacturer's technical services representative found a pump stoppage event and two low speed hazard advisories. Review of submitted x-rays of the driveline was unremarkable. On (B)(6) 2016, technical service representatives performed a driveline evaluation. No issues were found and the events were not able to be reproduced. The patient was provided an ungrounded patient cable for use with the power module. No further information was provided.

Manufacturer narrative:
The report of red heart alarms / pump stoppage events was confirmed based on the analysis of the submitted log file. Based on the manufacturer¿s past complaint experience and similar reported events, the red heart alarms / pump stoppage events that occurred while the patient was supported by the power module could be indicative of a driveline damage. The patient remains ongoing on pump support with an ungrounded patient cable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.